Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no damage was observed. Reader was not powered on with button depression, test strip or usb (universal serial bus) cable insertion. Customer dis not returned usb charger and usb cable with the reader. No evidence of reader becoming too hot to hold was observed. Reader test was unable to be performed. The returned reader was further investigated and de-cased. Visual inspection was performed on reader's pcba (printed circuit board assembly); and no signs of damage or corrosion was observed. No burn marks were observed. The returned battery voltage was measured, however results were not within the specified range. Reader was also monitored under thermal camera during operation and temperature was observed. Power consumption test was unable to be performed. There was no evidence observed that would cause the reader to become ¿too hot to hold" per the customers complaint. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned product and no signs of damage, burn marks, or other abnormalities were observed during the inspections of the returned reader. Reader usage data was inspected and found to be paired with few sensors and multiple scans. The device was brought to the bench for testing. The returned reader's battery voltage was measured however results were not within specification range. However, the returned reader's battery voltage was measured while charging and results were observed to be within specification range. The returned reader was able to power on with a button depression, test strip and usb cable insertion. The returned reader was charged using a known good power adapter and a known good usb cable for one minute while awake and one minute while in sleep to observe if the reader became too hot to hold. The returned reader was observed not to be too hot to hold. Off-current consumption testing was performed to check the current draw of the returned reader was within specification. The returned reader was observed to draw voltage in its off-state, indicating the reader was not drawing any excessive current from the battery. Additionally, a thermal inspection was conducted using a thermal camera and no hotspots were observed during the inspection, indicating that no components on the returned reader were heating up to the point of causing thermal damage. A reader self-test was also performed to check the functionality of the reader, and a pass message was observed at the conclusion of the test, indicating the reader was fully functional. No evidence of a product malfunction occurring on the reader was observed during the investigation. The inability of the reader to power on observed during the previous phase investigation was not observed, thus is not indicative of product malfunction or defect. Therefore, this issue is not confirmed due to the returned reader passing all testing. All pertinent information available to abbott diabetes care has been submitted.